Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the patient was revised due to subsidence. Evidence of metal debris was noted by the surgeon.

Manufacturer narrative:
An event regarding subsidence involving an accolade stem was reported. This event relates to accolade stem subsidence which is detailed in pr 97454. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that the patient was revised due to subsidence. Evidence of metal debris was noted by the surgeon.